Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, the atrial tachycardia origin was targeted and the ablation was reported successful. It was reported that the physician then assessed previously created lines, noting the cavotricuspid isthmus (cti) line remained blocked and the bicaval line was permeable, and additional ablation was performed on a previously created posterior line. It was reported that when stimulation was stopped at the end of the procedure, no sinus node activity was observed and the sinus node was ablated, with sinus node dysfunction reported. It was reported that the patient required ongoing stimulation when exiting the room, and the patient was subsequently implanted with a pacemaker. Hospitalization was not extended. The case was completed. No further patient complications have been reported as a result of this event.